Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that customer received alarms. No blood glucose information given. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No unexpected reset error or random access memory error alarms were noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches son the display window.